Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob. It was indicated that the encoder was pushed in side the device. It was also indicated that the main printed circuit board (pcb) had intermittent operation, the hanger assembly was broke, and the display flex cable was creased. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken bottom knob. The epg was returned for service. There was no patient involvement.